Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that six weeks post implant, the cylinders were not fully inflating. The patient will try troubleshooting methods with the surgeon. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that six weeks post implant, the cylinders were not fully inflating. The patient will try troubleshooting methods with the surgeon. Trouble shooting was completed. A forced deflation maneuver was used with success and cylinders are now inflating. There were no patient complications.